Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.